Manufacturer narrative:
On-site investigation was performed by field service engineer. The claimed issue was reproduced during troubleshooting. According to received service report nozzle unit has been pointed as defective. Device's logs and faulty parts were not provided for further analysis, but it was confirmed by technician that nozzle units were physically damaged. According to the manufacturer¿s specification the complete plastic nozzle unit must be replaced during preventive maintenance. It remains unknown, when the nozzle units were last replaced but customer has been informed about regular replacement of nozzle units. Final results of investigation are pending as additional information has been requested, but not yet received.

Event description:
It was reported that safety valve test failure during pre-use check occurred and ventilator generated and alarm of o2 sensor failure. There was no patient harm. Manufacturer's ref#: (B)(4).